Event description:
Upon removal of peripheral IV catheter in this patient's left arm, the catheter tip was missing and remained in patient's arm. Patient needed to be taken to the operating room later that night to have the catheter tip removed surgically, and this was successful. Patient doing well at the time of this report.